Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with the refrigerator. The filed service engineer replaced the battery and microswitch in srm latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an issue with the refrigerator. The customer stated that when opening pyxis fridge if not pulled the door as soon as it beeps it relatches and you can't open it. There were no adverse events or injuries reported based on this event.